Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) defibrillation noted being told they had a lead issue; however, they did not know which lead. The patient noted that the lead was to be repositioned or reprogrammed in the future. Boston scientific technical services (ts) discussed continuing to be in good contact with their physician. At this time, attempts to obtain additional information have been unsuccessful. No adverse patient effects were reported.

Event description:
Additional information was again received, as a field representative who reviewed the patient's chart provided historical information on the lead. At implant in 2008, the capture threshold for this rv lead was 0.8 at 0.5ms, and a few months later it was noted to be 2.4 at 0.5. Thresholds remained between 2.0 and 2.8v until (B)(6) 2012 when there was an increase to 3.5 at 1.5, and then at the recent generator change-out it was 5.5v at 1.5ms. The field representative also mentioned the patient's condition; the patient has severely worsening muscular dystrophy. There has been no report of patient issues due to the high thresholds.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received by boston scientific that the patient again noted a lead issue. The patient had been told by a physician that one of her leads was faulty. The patient indicated that this lead did not conduct electricity properly. Additional information was requested from the field representative and additional information was obtained. The representative indicated that he had a short conversation with the physician about the patient, leads, and device. The representative indicated lead function was okay. However, the patient's cardiac resynchronization therapy defibrillator (crt-d) had migrated towards the patient's armpit. The representative indicated that a revision procedure was to be performed the next week. The crt-d was to be repositioned and/or replaced. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.